Event description:
It was reported that the user experienced multiple dexcom g7 cgm disconnects and requested assistance reconnecting the sensor to the ilet; troubleshooting was completed, the sensor code was re-entered, and the system entered the warmup period, consistent with an intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the antenna component of the electrical and magnetic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.